Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call the insulin pump was under delivery. Customer blood glucose reading was 178 mg/dl. Customer treated with food. Customer stated the cannula was bent. Customer will change the set. The insulin pump will not be returning for analysis.